Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a skin irritation. The patient's physician reported that the patient had a pressure sore on her right breast. The area was reportedly bruised and caused pain. The patient's physician prescribed the patient an ointment to use on the irritation. Follow-up indicated that the pressure sore had improved.